Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report october 05, 2016. Registration number 3009092818 exemption number e2016011. This report is filed on october 05, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, patient developed an infection at abutment site. Clinical management is ongoing. The implanted device remains.